Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by legal notification, the patient had an initial left tka on (B)(6) 2019. The patient began to suffer from symptoms, including pain and lack of mobility. The patient was revised on (B)(6) 2022. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Serial #: (B)(4), category #: 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm; serial #: (B)(4), category #: 02-022-55-4040 - truliant por tib tray size 4f/4t, correction/removal number: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: b5, d10, g, g2, g3. Corrected fields: b1, b2, d1, d2, d4 (delete all), h6-clinical code and medical device problem code. D10: (B)(6), 02-020-12-0240 - truliant ps por fem ps por left sz 4; (B)(6), 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm; (B)(6), 02-022-55-4040 - truliant por tib tray size 4f/4t.

Event description:
It was reported via legal documentation approximately 35 months after a left total knee replacement the patient underwent a left knee revision procedure to address prosthesis wear and pain. A revision operative report was provided. Post operative diagnosis noted: failed left knee arthroplasty secondary to flexion instability. It was noted the patient's laboratory analysis was negative for evidence of infection. Intraoperatively, the surgeon inspected the polyethylene and noted it to be well-fixed without significant surface damage, delamination or pitting. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code and problem code.